Event description:
It was reported that a signal loss occurred. It was determined that loss of connection was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Primary UDI number - additional information h2 - additional information

Event description:
Subsequent to the initial MDR, additional information is available.